Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors with an alleged issue to perform failure analysis. Intuitive surgical, inc. (Isi) received the erbe integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis could not confirm the reported complaint. Upon visual inspection there was no issue found that would be related to the reported event. The erbe was tested using the system, error m-b0-60 showed up when testing monopolar.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer observed a spark when the surgeon activated monopolar curved scissors (mcs) instrument. The customer used a new mcs instrument, but the issue persisted. The customer stated that the integrated electrosurgical unit (iesu) energy settings was set at 3. Intuitive surgical, inc. (Isi) technical support engineer (tse) could not find any related error pointing to the iesu monopolar ports in the logs. The procedure was completing as planned with no reported injury.